Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv), and left ventricular (lv) lead due to tricuspid regurgitation. Spectranetics lld ez lead locking device (lld ez) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, progress stalled; therefore, transitioned to the rv and lv leads, which were successfully removed. Switching back to the ra lead with the glidelight device, resistance was encountered at the superior vena cava (svc)/ra junction, and changed to a spectranetics 13f tightrail rotating dilator sheath. The ra lead was removed; however, after several minutes, the blood pressure dropped. Rescue efforts began, including a rescue balloon, pericardiocentesis, and sternotomy. An svc/innominate junction perforation was discovered and repaired. The patient survived the procedure. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from the facility. A3b) patient gender - not available from the facility. A4) patient weight - not available from facility. B6) relevant tests/laboratory data - not available from the facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) per IFU, perforation of vessels and great vessel perforation are listed as potential adverse events with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.